Event description:
Product is supposed to provide a "closed" system for mixing chemotherapy. The product is supposed to be sealed and should not come apart. The product separated when twisting the top portion of the adaptor to remove an attached syringe. This created a potential chemotherapy spill. There have been 2 events.